Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 21, 2021.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2021 and the patient was re-implanted with a new device during the same surgery. This report is submitted on sep 16, 2021.

Manufacturer narrative:
This report is submitted on august 11, 2021.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to a fall. Troubleshooting attempts were done, however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.